Event description:
The device was removed due to a "break at the pump". As reported to co the pump and some assembly kit component(s) were removed and replaced; leaving in place the cylinder and reservoir components.